Event description:
A physician reported to a sales rep that there occurred redness, swelling, inflammation about one year after implantation of seri, seri had to be removed on both sides.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of irritation/inflammation is a physiological complication, and the analysis of the device generally does not assist allergan in determining a probable cause for this event. These event are being reported because med intervention was required, although device-relatedness has not been established.